Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The event can be prevented by following the instructions for use which state: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the insertion tube was very flexible. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the air/water tube, the air/water cylinder and on the bending section cover. This report is being submitted for the malfunction found during device evaluation (foreign material in scope).

Manufacturer narrative:
During inspection and testing, the reported issue (insertion tube very flexible) was confirmed. It was observed that the connecting tube was buckled. In addition to foreign material, service found that there was a leakage due to damaged switch button #1, the grip was shaved, the forceps channel port was dented, the suction cylinder had no color, there was a leakage due to cracked plastic distal end cover, the image guide protector was cut, the objective lens was chipped, the light guide lens was cracked, and the coating on the universal cord was peeling off. The scope cover, the switch box, the scope connector cover unit, and the light guide lens were scratched. The plate, the electrical connector, the ID (identification) cover, and the scope connector were corroded due to water leakage. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.